Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 16-may-2024, it was reported that the occlusion occur and the blockage is at site. No further information available.